Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. The patient was asymptomatic and no electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.